Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. The ranger paclitaxel-coated pta balloon catheter was advanced for dilation; however, during the first inflation at 6 atmospheres for 30 seconds inflation time, the balloon ruptured. After decompression, the device was removed from the body and the procedure was completed with another of same device. There were no patient complications reported.